Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 10 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2020-00117 for the second report. It was reported that "the patient was intubated, sedated, and paralyzed (drug induced). The existing salem sump tube was exchanged for the cortrak2 feeding tube, placed blindly without use of the cortrak2 eas [enteral access system] and perforated the patient's lung." Additional information received 25-jun-2020 indicated that the stock and lot code of the device are unknown. The tube placement occurred (B)(6) 2020 at 1500. Right lung placement confirmed by x-ray (B)(6) 2020 at 1552. Chest tube was placed (B)(6) 2020 at 1600. Patient's current status was listed as "patient downgraded to lower level of care. Covid positive. Comfort care currently."